Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. Powered on the cycler, the display stayed blank and the touch buttons turned on. Failure was due to burn damage on the inverter board. A known functioning inverter board was installed and the front panel display was visible. Removed the functioning inverter board after testing. An internal visual inspection of the returned cycler encountered no other discrepancies. Device history review indicated a dim display during accelerated stress test on 05/16/2018. Inverter board was replaced. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient contact reported to technical support of a power outage in the home and when the power came back on the liberty select cycler had a black screen. After attempts at troubleshooting, the cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. Patient completed treatment with continuous ambulatory peritoneal dialysis.